Event description:
It was reported that during a coronary transluminal angioplasty procedure, removal difficulties were experienced with the liberte' monorail stent delivery system. The severely calcified lesion was located in the right coronary artery (rca). Predilation was performed with a 2.0mm x 20mm balloon at 14 atm. The liberte' monorail stent delivery system was inserted and became blocked in the mid third of the rca. The stent became stuck in the guide catheter at the proximal segment and the entire system was removed together as one unit. A new catheter and guide were placed. Dilatation was performed with a 3.5mm x 20mm balloon and three stents were placed, covering the entire artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.